Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On june 23, 2016, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verio flex meter read inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation. The patient detailed that the alleged issue began about 2 days prior to contacting lfs at 5:30am. The patient reported that on an unspecified time prior to the start of the alleged product issue she was experiencing symptoms of headache and nausea. The patient reported that he obtained alleged readings on the subject meter of ¿23.6, 18.7, 16.0 and 13.7mmol/l¿ on the subject meter preformed less than 20 minutes apart. The patient manages his diabetes with insulin (self-adjuster) and denied making any change to his usual diabetes management routine as a result of the alleged product issue. After obtaining the first reading the patient stated that he developed the symptom of shaking. The patient denied receiving any treatment. During troubleshooting the cca noted that the meter was set to the correct unit of measure and the results were taken from an approved sample site. However, the cca confirmed the patient was using the incorrect test steps ¿ ¿doesn¿t always wash his hands¿. Control solution test had not been selected manually. Replacement products were sent to the patient. Based on the information provided; this complaint is being reported based on the following conclusions: the alleged product issue with the lfs device could not be ruled out as a cause or contributor to this event. The patient did develop symptoms of a serious injury that suggests the patient¿s condition deteriorated as a result of not being able to test their blood glucose accurately; therefore the alleged product issue may have contributed towards symptoms indicative of an acute diabetes excursion.

Manufacturer narrative:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. A device history review (DHR) could not be performed as the meter serial number was invalid/unavailable. The retain test strips passed testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.